Event description:
During a saphenous vein graft procedure, the physician placed a guidewire before placing the filterwire ex. The stent delivery system was then placed over the guidewire instead of the filterwire. Following deployment of the stent, the filterwire became trapped ("jailed") between the outside of the stent and thus arterial wall. As the filter basket was still filly expanded, it could not be retracted. The physician then tried to place a 1.5 mm balloon down the filterwire in an attempt to try and separate the wall and the stent without success. The pt was then referred to surgery for removal of the filterwire, as part of a previously scheduled surgical procedure for a second vessel disease. Pt is currently in a satisfactory condition without any pain.